Manufacturer narrative:
The device implanted in this pt was not specified. Should add'l info become available regarding this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2011, the plaintiff was implanted with an unk "transvaginal sling product" to "treat her stress urinary incontinence." It was alleged that the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering", "has sustained permanent injury, has undergone medical treatment and has undergone corrective surgery and hospitalization", and had other injuries.